Event description:
Atn removal surgeon states osteoporosis likely. Nail rotated lag screw toward sactum. Femoral neck is fractured into fragments, no trauma.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.